Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out, the ventricular lead insulation was nicked. A lead splice kit was used to repair the lead. The device is still in use. There were no complications reported as a result of this event.